Event description:
Information received via a healthcare professional from a clinical study reported etiology was surgery/anesthesia.

Manufacturer narrative:
Product ID: 64002, lot# 0209011959, product type: adapter. (B)(4).

Event description:
A healthcare professional from a clinical study reported that post-operatively on (B)(6) 2015, there was inflammatory syndrome at the neurostimulator site. This was due to the implant procedure. Diagnostics included examination on (B)(6) 2015; laboratory testing on (B)(6) 2015 with results of abnormal crp 153 and laboratory testing on (B)(6) 2015 with abnormal results of crp 32mg/l. Interventions/actions taken included emergency room visit, in-patient hospitalization, medications administered in the form of an antibiotic treatment of rafadine and tavanic and an explant of the device on (B)(6) 2015. The device would be replaced in the future. The issue was resolved; outcome was resolved without sequelae. Patient's medical history included parkinson's disease and patient was currently taking movement disorder and/or psychiatric medication.